Event description:
Ref # imp (B)(4).

Manufacturer narrative:
Document review: gmk primary fixed ps tibial insert size 5 thickness 17. Code (B)(4)/lot 130901 (25 items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Three items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related, but it is likely related to a not proper tightening of the screw during the primary surgery, as reported by the complainer in the initial feedback received by medacta.